Event description:
The customer reported that the system displayed a cine error message and that the cd drive would not work. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The usb connectors and the cine drive cable were reseated. The system was tested and operates as intended.